Event description:
The patient mentioned she had a pain simulator put in years ago and had to turn if off because she was experienced being up all night due to feeling her whole body "tingle and jerk." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).